Event description:
Procedure type: colectomy. According to the reporter: according to the reporter:the idrive was initially assembled by scrub tech and after loading the tristaple cartridge, the load would not close. When the top button was compressed and wouldn't close the jaws to cycle, the tech disassembled the idrive and added a different battery. All seemed to function properly. The doctor took the instrument, put in to the trocar and when he opened it automatically articulated to a 60 degree angle and began to rotate back and forth. The surgeon couldn't get the instrument back to center so he removed and didn't use again. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).